Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with thrombosis and a myocardial infarction. The index procedure treated the totally occluded, 2.25x20mm target lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre-dilatation, the placement of a 2.25mm x 28mm taxus liberte stent and post-dilatation resulting in 9% residual stenosis. During the index procedure a 0.014 choice pt guidewire was unable to cross the occluded area of the proximal lcx and was removed. A 0.014 choice standard guidewire was then inserted and was successful in crossing the lesion. The patient was discharged the same day on aspirin and prasugrel. In (B)(6) 2010, the patient was admitted with cardiac chest pain associated with shortness of breath and sweating. A myocardial infarction, in-stent restenosis and stent thrombosis of the proximal lcx were revealed. The patient experienced non-sustained ventricular tachycardia and a third degree a-v block. The same day a target vessel revascularization treated the proximal lcx and 1st obtuse marginal with angioplasty and the placement of a drug eluting stent resulting in 9% residual stenosis and timi 3 flow. (B)(6) later the patient was discharged on aspirin and prasugrel. Per the physician the events were listed as "related" to the study stents.